Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak between the safe lock adapter and pd catheter connection during their pd treatment. The patient reported the adapter and catheter were not fully connected after twisting it on correctly which caused a fluid leak. Upon follow up, the pdrn stated the reported event occurred between the safe lock adapter and baxter extraneal solution bag during the last dwell. The pdrn stated the supply bag lines are blocked message occurred prior to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: e1 missing initial reporter's address in initial report.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A visual inspection was performed and the sample was found to be acceptable. A dimensional inspection was performed to a companion sample using a digital caliper with acceptable results. In addition, a functional test was performed with the cycler machine and the sample functioned as intended with no apparent anomalies. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The sample performed as designed and an associated cause could not be determined.